Manufacturer narrative:
Technician inspected unit and found head siderails not latching or staying up. Tech lubricated all latching mechanisms to resolve.

Event description:
Staff alleges all siderails not functioning properly.